Event description:
On (B)(6) 2011, I used a product called thermacare heat wraps. I applied the wrap to my upper back. The following day, I had several various burn marks on my back. They appeared to be 2nd degree burns.